Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient had not been sick, but that they just couldn¿t get their ins to charge. They said the patient was sent a new charger to resolve the issue. It was noted that the pain and patient feeling sick had resolved. The patients weight was reported to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator for failed back surgery syndrome and spinal pain. It was reported that the patient's battery was not charging and it showed warning sign. The patient stated that their charger was not working and may not be charging. The patient was advised to see their doctor, due to services was closed. No patient symptoms or complications were reported from this event. Additional information was received from a consumer via a manufacturing representative (rep). It was reported that the patient could not charge their implantable neuro stimulator recharger (insr). When the insr was plugged into the wall it showed a warning screen that meant charge your recharger and it did not register that it was plugged in. The patient stated that after a few minutes the screen went blank. The patient also stated that their implant was less than 50% charged. Therefore, they turned off the device. The patient stated that their pain returned and they had been taking medication. They were in so much pain that they went to the ER yesterday. The patient was told that everything in their body seemed fine and it may be an issue with the insr. The patient stated that the alternating current power supply light was on and the connector pin looked fine. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. The patient also stated the they felt sick and they think it was from being stressed out or maybe they caught something in the ER. The rep was transferred to repair. No environmental, external, or patient factors led or contributed to the issue. The rep discussed about charging with the patient. Patient services was contacted and the patient received a replacement part. No further patient symptoms or complications were reported from this event.